Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead had been dislodged for multiple years. The patient experienced ventricular fibrillation and the atrial lead exhibited high capture thresholds. The physician successfully capped and replaced the lead. The patient was doing fine post surgery.